Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint that the repair kit comes apart very easily was confirmed, and the damage appeared to be associated with use. The nxt connector for a groshong single-lumen catheter was received assembled in one piece. The catheter was not returned for investigation. The distal end of the blue compression sleeve was visible within the strain relief oversleeve. A microscopic examination of the assembled connector revealed marring and sharp instrument damage on the adjoining surfaces of the two-piece connector. The connector was easily pulled apart since the locking features were marred and exhibited deformation. The distal connector was bisected. The blue compression sleeve was positioned distal to the tapered region of the connector and distal to the metal stent. The compression sleeve was folded within itself. After unfolding the compression sleeve, the length of the compression sleeve was measured with the toolmaker microscope and was found to be within specification. The outside diameter of the metal cannula was within specification. The assembly technique may have been a contributing factor in the reported event. Due to the marring of the connector material and the position of the blue compression sleeve, it appeared that the connector was damaged during use. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the repair kit comes apart very easily. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a cracked y-site was confirmed and the cause appeared to be supplier-related. The product returned for evaluation was one 19ga x 0.75¿ powerloc max safety infusion set with y-site. Usage residues were observed throughout the sample and the safety mechanism was engaged. Needleless injection caps were attached to both luer adapters. A longitudinally aligned crack was observed in the y-site, extending from the luer orifice. Microscopic inspection of the sample revealed a rough and granular fracture surface. The fracture propagated along a molding weld line in the material. The crack in the y-site occurred along a weld line feature introduced during the component molding process. Attempts to replicate the crack using non-complainant devices suggested that the crack occurred due to a combination of mechanical stress and cleaning chemical exposure at the site of the weld line. The complaint sample is a supplied component and the supplier has been notified of this event. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the repair kit comes apart very easily. No other information was provided.